Event description:
It was reported that during testing, the latch lock sensor was failed. There was no patient involvement and patient harm.

Manufacturer narrative:
One device was received for evaluation. Customer reported that the latch/lock sensor failing, through latch/lock test. Latch lock failed to detect anything. Visual and functional testing was performed. Upon further investigation, found dso seal delaminated. Replaced dso seal, latch/lock sensor service history review had no indication that the complaint was related to a service of the device within the review period. Review of event log found no relevant information. All functional test of the device passed after repaired.